Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived in the emergency room with issues stemming from driveline disconnect. Log file review revealed low voltage hazard and no external power alarms starting (B)(6) 2025 at 07:19 - 07:20 while on mobile power unit (mpu) power. There appeared to be a total loss of power to the mpu. The emergency backup battery (ebb) powered the pump at this time. At the same time, it appears the driveline was also disconnected. The cause of the driveline disconnect was believed to be an attempted system controller exchange. The driveline appears to have been disconnected from 07:20 to 07:29 at which point power was restored to the mpu and the ventricular assist device (vad) resumed operation. Another episode of low voltage hazard and no external power events were noted on (B)(6) 2025 at 07:35 due to the mpu losing total power enabling the ebb to power the vad until power was restored to the mpu. The event lasted around 21 seconds.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline disconnect alarm and subsequent pump stop events; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from 06mar2025. A driveline disconnect alarm was captured at 07:20:32, consistent with a physical disconnection of the driveline, resulting in a pump stop. The driveline was reconnected to the system controller; however, the pump did not start right away due to the system controller not being connected to an external power source. The system controller was connected to an mobile power unit at 07:29:28; however, the pump was unable to start due to a system controller reset. After the system controller reset, the pump remained off due to the system controller not being connected to an external power source. The system controller was connected to an mpu at 07:29:34; however, the pump was unable to start due to a system controller reset. Following the second system controller reset, the pump started without issue. No other notable events or alarms were captured, and the system appeared to operate as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 left ventricular assist device, serial number (B)(6), until the patient expired due to respiratory failure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) ifuand the heartmate 3 patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, advises the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.